Event description:
It was reported to boston scientific corporation that an injection gold probe was used during a procedure. According to the complainant, the cautery did not activate when they tried to use the device. They switched to a gold probe and the cautery activated. The same generator was used to complete the procedure. No issues were reported for the generator, other electrocautery devices or the device packaging.

Manufacturer narrative:
The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.